Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pnmv, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had atrial fibrillation on (B)(6) 2015 and they were shocked. Following that they had a gradual loss of therapeutic effect and loss of bladder control. The patient was unable to adjust their stimulation. They were seeing a call your doctor message and a power on reset (por) message on their patient programmer. The por message was noticed the night prior to the report. It was noted that prior to the atrial fibrillation event the device had not been doing what the patient thought it should be doing so they started getting botox injections. The patient was about at the end of the term of botox so they thought that might have contributed to the gradual return of symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.